Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint is unknown, however, it is likely to be within the scope of the recall.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the clip applier was dropping clips and not reloading properly for the past few procedures. The surgeon would open a new device to complete the case. No patient injury. No additional information can be provided. Products are not available for return. Patient status: no patient injury. Intervention: the surgeon would open a new device to complete the case.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: the clip applier was dropping clips and not reloading properly for the past few procedures. The surgeon would open a new device to complete the case. No patient injury. No additional information can be provided. Products are not available for return. Patient status: no patient injury intervention: the surgeon would open a new device to complete the case.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.